Event description:
It was reported that the pt was hit in the head in 2008. The pt is reportedly experiencing shock and pain when placing her headpiece on. External equipment was exchanged and reprogramming was attempted, however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.